Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No pump error 23 alarm noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Medtronic received information that pump error 23 occurred. There was no adverse impact or consequence reported as a result of this event.